Manufacturer narrative:
(B)(4). Additional information: complaint indicated that the sterile package was open. The instrument and package returned for analysis and was visually inspected. The package was open, and there was evidence of the transfer of seal adhesive from the tyvek onto the flange of the blister indicating that the package was fully sealed at the packaging facility. Packages are not opened at the packaging facility. It is suspected that the package was inadvertently opened at the customer and was not then removed from the inventory. The complaint is not confirmed due to the evidence that the package had been sealed. The packaging process was reviewed and no discrepancies were found during the process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that prior to an unknown procedure, the sterility package was open. No further information is available. Procedure was completed with same like device.